Manufacturer narrative:
The event occurred in (B)(6).

Event description:
During investigation of the meter a display malfunction was discovered. Upon powering meter on it was observed that multiple solid vertical lines appear on the left of the meter display screen. No adverse event reported. Product has already been returned.